Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2011, and met specifications. The unit was placed with the pt. On (B)(4) 2011, kci's initial complaint investigation indicated that the bed could not rotate to prone.

Event description:
On (B)(6) 2011, the kci representative reported that the rotoprone was alarming hoop open when the hoop was not open. The nurse was not able to prone the pt. There was no reported pt injury. On (B)(6) 2011, after the complaint investigation, kci was able to determine that the bed would not rotate to prone.